Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient was having anxiety symptoms similar to those when the patient's pump emptied early last year. The patient's weight was (B)(6) pounds. The event date was 2016 (early last year). No further complications were reported/anticipated.